Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken off end cap. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.